Event description:
The customer reported that this pump had "low battery" alarms. The customer stated that he could not hear the off no power alarm and he was taken to the emergency room a week prior to the call. The customer was treated for dka. He also stated that the pump did not beep. A self-test was performed and passed. The customer's sugar level has been fine since.